Event description:
It was reported that the device was rattling and metal shavings came out of the handpiece during a surgical procedure. The customer could not confirm where the shavings were found. It was confirmed that the pt did not receive any treatment due to this event. The procedure was completed successfully with a back up device. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted after the quality investigation is complete.